Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer was obtaining lamp energy low errors during the time of the event. As per siemens labelling, the customer needs to replace the lamp when the voltage drops below 4 volts. When the lamp voltage dropped below 4 volts, the ccc determined that the system performed per specification and displayed the error. The siemens lamp warranty is 1000 hours. This instrument lamp functioned >1000 hours. The cause of the discordant creatinine_2 results is due to lamp failure. The customer replaced the lamp and reran patient samples that were run up to one half hour prior to obtaining the low lamp energy error. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant creatinine_2 results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s) on two patient samples. The samples were repeated and the corrected results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant creatinine_2 results.